Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician assistant's vns programming system was not working. No patients were affected as a second programming system was available for the programming. Through troubleshooting, it was identified that the serial cable was at fault. After changing the serial cable, the issue resolved immediately. A replacement cable was provided. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.